Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated they received intermittent zero results on multiple assays for approximately three weeks. Number of patient samples impacted was not provided. Based upon the information provided, the alcohol result for one patient sample was discrepant. The initial alcohol result that was reported was <0 mg/dl. The doctor called to question the result as the patient was determined to be intoxicated. The user repeated the test and received a result above 300 mg/dl. No patients were adversely affected due to the erroneous results. The alcohol reagent lot number was not provided. The field service representative was unable to determine a cause and could not duplicate the original complaint. He examined the analyzer, checked the level detection, verified operation and pipetting precision. He verified the analyzer was performing to specifications.